Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion target lesion was located in the severely calcified and moderately tortuous below the knee vessel. After a non-bsc balloon catheter was unable to cross the lesion, a 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was then advanced for dilation. However, on the first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).